Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service on site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Log file review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. The energy was stable during that treatment. No relevant deviation between planed and performed energy was detectable for the treatment. The log file shows that the user did not always keep the interval of energy checks of the user manual. The user performed energy checks at system startup, after two hours, after four hours and then performed the further surgeries nearly three hours without energy check. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. Topical steroid dosage was increased. Two days post lasik, steroid medication was changed to another steroid medication and dosage time was decreased. Upon follow up, dlk is reported to be resolved. Patient is still using steroid medications. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.